Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there was a procedural interaction (e.g. Patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left ventricle. Some resistance was noted with the chordae, but the clip was freed with standard troubleshooting, and deployed successfully. The mr was reduced to 1+. On (B)(6) 2017, during a routine discharge echocardiogram, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 2-3+, and it was believed that the clip was also attached to chordae on the posterior leaflet side. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr from 2-3+ to 1+. No additional information was provided.